Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed the procedure was completed with a different device. There were no patient complications nor injuries reported.